Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (B)(4) in that the two ventilaors have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Ventilator did not return to hamilton medical ag. Log files of the ventilator were received and analyzed. According to the log files, ventilator went into ambient state. Ventilator unit esm was replaced, software was updated and the device worked again succesfully. During the incident no patient was connected to the ventilator. This file reports the event stated in hamilton medical ag case number cer (B)(4).

Event description:
Hamilton medical ag (hmag) received the following incident description: "panel connection lost, display device honks, no ventilator status view . Esm module was exchanged, software recovery and software update and service software processed. Option code still needs to be uploaded."the failure did not occur during ventilation.

Event description:
Hamilton medical ag (hmag) received the following incident description: "panel connection lost, display device honks, no ventilator status view . Esm module was exchanged, software recovery and software update and service software processed. Option code still needs to be uploaded." The failure did not occur during ventilation.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and function, and have the same device classification and product code under 21 cfr 868.5895. The logfiles of the device showed that at 01.12.2022, 21:18 to 21:19 4x a "panel connection lost" alarm happened during standby of the ventilator. The operator started the ventilator at 21:20 and shortly after device alarmed with 1x "panel connection lost" alarm, followed by 1x "ambient irreversible" alarm . The operator switched off the ventilator at 21:22 and 12x "panel connection lost" alarms occurred during standby. The ventilator was not used on a patient. When the "panel connection lost" alarms occurred, sw 02.81 was been installed on the ventilator. When the technician replaced the ventilator unit (vu) esm he detected a mismatch between software version on interaction panel esm and vu esm. On the vu esm he used for repairing the ventilator, sw 02.80 was installed. For that reason he recovered the software on the device and reinstalled sw 02.81. After that he performed the complete service software according to the service manual of the device. The ventilator passed all tests and is since then back in use. This file reports the event stated in hamilton medical ag case number (B)(4).

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective hamilton-g5 vu esm board. In consequence (correction) the hamilton-g5 vu esm board was replaced. There was no patient or user harm reported. This file reports the event stated in hamilton medical ag case number (B)(4).

Event description:
Hamilton medical ag (hmag) received the following incident description: "panel connection lost, display device honks, no ventilator status view . Esm module was exchanged, software recovery and software update and service software processed. Option code still needs to be uploaded." The failure did not occur during ventilation.